Event description:
It was reported that a patient was on impella cp support. While on support there was continuous suction on automated impella controller. Motor current was fast, impella flow ranges were saturated within 0.1 of each other. Thought impella was initially tangled in papillary, after further repositioning under echocardiogram and fluoroscopy, the impella was mid ventricular. It was also reported that the impella was also being removed due to a clot and a new device would be inserted. After the impella cp was explanted significant repair needed to repair right femoral artery and 2 units of packed red blood cells given for blood loss. An impella 5.5 was inserted and the patient was noted in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation of positioning issues, saturated flow, thrombus, vascular damage - peripheral vessel, low pump flow, and access site bleeding has been completed. The pump was returned for investigation. Data logs were returned for analysis. Positioning issues: data log review shows no positioning alarms. The root cause of the positioning issues was not determined since insufficient clinical details were provided. Saturated flow: data log review showed a large motor current spike on the night of (B)(6) 2025. Earlier on (B)(6) 2025, there was disturbances in purge pressure and a shift up in motor current (mc) and pump flow. Product evaluation revealed biomaterial around the impeller blades. The root cause of the saturated flow was most likely biomaterial ingestion based on clinical details, data log analysis, and product evaluation. Thrombus: data log review shows a large motor current spike. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Access site bleeding - major: the root cause of the access site bleeding was not determined due to insufficient clinical details and inconclusive evidence from product evaluation. Vascular damage - peripheral vessel: the root cause of the vascular damage - peripheral vessel was not determined due to insufficient clinical details and inconclusive evidence from product evaluation. Low pump flow: data log review shows that the suction alarms began when the pump was turned down from p-7. There had been a mc spike during the suction alarms. The pump was turned down from p-7 to p-4 after the mc spike and there was low flow at p-4. Product evaluation revealed biomaterial around the impeller blades. The root cause of the low pump flow was most likely biomaterial since a large motor current spike was seen in the data logs and a clot was observed in the patient and on the outflow of the pump upon explant. D9 device returned to manufacturer date added.